Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-feb-2017, an fse conducted a service call with the customer and reported that the instrument had been running without errors on 06-feb and 07-feb. However, on 08-feb-2017 fse visited the customer to address the reported event. During servicing, fse found that the wash probe screw was dirty and therefore cleaned and lubricated the part. Fse also cleaned and lubricated the rail. The customer was able to run samples without error 4486. Several days later, fse provided field support to evaluate level detection on the main arm and the values were good. The main arm level detection ground wires were secure as well. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a dirty drive gear for the b/f y axis.

Event description:
On (B)(6) 2017, a customer reported error 4223 (main arm z home not found) and error 4486 (bf probe y axis) with their a1a-2000 analyzer. Technical support advised the customer to all set home but the maintenance screen did not pop up. The customer rebooted the analzyer but the errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting beta hcg (pregnancy hormone) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.